Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binax now covid-19 antigen self-test otc performed on (B)(6) 2022. Pcr confirmation testing was performed at a healthcare providers a day prior, on (B)(6) 2022, on an unknown sample and generated a negative results (CT values not provided). A second (2nd) pcr confirmation testing was taken by the patient at a different health care providers on (B)(6) 2022, on an unknown sample and also generated a negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 187489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 187489 and device part number 195-430h / lot 183704. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 187489 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.